Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer became unconscious while sleeping, and experienced low blood glucose (bg) levels (45 mg/dl). Reportedly, the pump basal rate was set too high. Customer addressed low bg levels and protein. Customer lowered the pump basal rate, and customer bg levels subsequently became elevated reaching 362 mg/dl. Customer delivered a bolus to address elevated bg levels. Recommendation was to discuss diabetes management with customer's health care professional.